Event description:
Meter name: one touch basic enhanced, strip name: one touch, meter code: 8, strip code: 8, strip storage: unk, symptoms: none. A pt reported they were seen in ER. Their meter allegedly was inaccurately erratic. The result on their meter was 47 and 128 mg/dl. The result on the ER meter was 467. The time difference between pt's meter and ER meter was 10 mins. Treatment was unk. No further info has been reported.